Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 11/02/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3, d9 h3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that an empty labeled winding former, a detached needle and a suture piece of product code j433h were received for evaluation. Clip off and incorrect marks of the swage area defect could be observed in the sample. The visual inspection concluded that the needle was detached from the suture, the barrel hole was examined under 20x magnification and remnant suture was noted, the hit of the swage is misaligned causing some degree of damaged to the suture. The clip off and incorrect swage defects have been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the clip off and incorrect swage were identified during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cleft lip and palate surgery on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off of the needle. Changed another one to complete the surgery. No adverse patient consequences were reported. No additional information was provided.